Event description:
According to the available information the device was explanted and replaced due to a fracture in the pump bulb.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints. This lot # and reported issue is associated with CAPA 618925. Return and evaluation of the product will confirm.